Event description:
Boston scientific received information that this right atrial (ra) lead seemed to be in the different position noted on chest x-ray. The physician went to recheck the atrial threshold but patient was in atrial fibrillation (af). The following day, the patient's heart rate increased. Some undersensing noted caused by the dislodged ra lead. Hence, the physician reprogrammed it to vvi. No adverse patient effects were reported. The ra lead remains in service.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.